Event description:
I had cataract surgery on my right eye with an acrysof iq lens model sn60wf, power 20.5 (B)(4). My recovery did not proceed as expected. I had blurry vision and mild pain. By (B)(6), the skin on my eyelid was peeling off. It has continued to be swollen, red with red spots and peeled. I have made numerous trips to the ophthalmologist and the dermatologist with no improvement. I suspect the lense implanted is the cause of the problems. Has this lens been recalled and if so when? When was this lens actually manufactured?